Event description:
The customer contact reported a leak. At an unspecified time, the tubing set was being used to deliver an unspecified volume of an unspecified blood product, at an unspecified rate, via a plum pump. At an unspecified time, it was reported that the environmental svs department noted staining all over the inside of the pump. The customer contact indicated that blood was noted inside the pump. The customer contact stated, "they are not sure where it is coming from, maybe a spill from tubing." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd . This report represents all the info known by the reporter upon query by hospira personnel.